Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates under both catch door posts. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A pre-ast fifteen-minute simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the simulated treatment test. The cycler underwent and passed a mushroom head check, a system air leak test, and a valve actuation test. An internal visual inspection identified evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. The contact stated that an ongoing patient line is blocked alarm was occurring. They could not recall if there were other alarms. The contact said the cassette seemed wet when they removed it from the cycler. The contact was unable to locate the source of the leak and did not know what caused it. No damage was found on the cassette. It was unknown if fluid came in contact with the cycler. As a precaution, the ts representative advised them to discontinue use of the cycler and a replacement was ordered. The patient did not complete their treatment, but there were no adverse effects due to this. Upon follow up, the contact confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the replacement. The patient received their replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette in use at the time of the event was discarded and the contact was unable to provide the lot number for the device.